Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. And 574 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 539 mg/dl. Customer reported that they were bloused for high blood glucose and their blood glucose level was 500 mg/dl. Customer reported that they troubleshooting for insulin flow block alarm. The product will not be returned for analysis.